Event description:
It was reported the patient experienced a loss of therapeutic effect. The patient had a return of symptoms for ¿some time,¿ but it had not been a ¿big deal¿ until they got a urinary tract infection. It was noted the patient had ¿bumped¿ into a countertop a few weeks prior, but it was unknown how hard of a ¿bump¿ it was. The patient had the device checked on (B)(6) 2014. The device was set at 1.1v on electrode configuration 1+2-3- and it was off. Impedances were measured and all unipolar and bipolar pairs were greater than 4,000 ohms. It was stated that electrode combination c/3 was 628 ohms. Impedances were tested at 1.6v and 210 pulse width, which caused the patient some discomfort. It was noted the representative was going to reprogram the device with the viable contact pair to see if this would reduce symptoms. Further discussion about a revision would be considered if the patient did not get relief. Addition al information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va058f7, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
.

Event description:
Additional information received reported that it was undetermined if there were any lead fractures. A new lead was placed and the existing battery was used. The patient left and it was assumed she was doing well.